Event description:
It was reported that the impedance trend showed two out-of- range impedance measurements. No rv capture was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.